Event description:
Unit does not start-up due to defective power supply (no patient involved).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be failure traced to the defective power supply. This case is reportable as the event may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. Malfunction of the device are potentially reportable.